Manufacturer narrative:
This report is filed june 14, 2016. The implanted device remains.

Event description:
Per the clinic, the patient was placed under anesthesia (B)(6) 2016 to facilitate placement of an internal magnet. The implanted device remains.